Event description:
The customer reported getting intermittent etco2 readings and waveforms during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported getting intermittent etco2 readings and waveforms during a pt event. There was no negative pt impact. The device was evaluated by a philips field service engineer. The symptoms was duplicated. The etco2 port was not fully seated. The rear case was replaced to resolve the symptom. The device passed all testing and was returned to service. We are considering this a malfunction of the rear case where the etco2 port became dislodged.